Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker replaced the main keypad assembly and the main power cable as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with this event.